Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) lead channel. Technical services (ts) reviewed the provided electrogram (egm) and determined that the noise was most likely due to the minute ventilation (mv) feature, however, there was no oversensing. The ra pacing impedance had intermittent measurements up to 1700 ohms, which was an increase but within normal limits. Ts provided troubleshooting including reprogramming options. This device was reprogrammed to switch the mv vector, and this patient will be further monitored by clinic. No additional adverse patient effects were reported. The ra lead was a non-boston scientific product. Currently, this pacemaker remains in service.